Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. Additional information was received that another inappropriate shock was delivered due to oversensing of noise. This system was subsequently explanted and is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. Additional information was received that another inappropriate shock was delivered due to oversensing of noise. This system was subsequently explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This correction report is being filed to include updates to field h11 additional MFR narrative. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. Additional information was received that another inappropriate shock was delivered due to oversensing of noise. This system was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.